Event description:
A (B)(6), male, pt, contacted zoll customer support to report that he noticed his charger and battery pack were melting. The pt was issued a replacement battery pack and battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (melting) was confirmed. Upon eval, the charger pca board was melted. The cause of the damaged pca board is a short with the battery pack. The cause of the short with the battery pack is liquid contamination within the charger/modem. Device eval of battery pack sn (B)(4) has been completed. The reported problem (melting) was confirmed. Upon eval, the battery case and connector were melted and there was a fault in the battery pack benchmark parameters. The cause of the damaged case and connector is a short with the charger/modem. The cause of the short with the charger/modem is liquid contamination within the charger/modem. No adverse event resulted from the liquid contamination. The pt received a replacement battery pack. Device MFR date: battery: 05/01/2009. Charger: 08/01/2007.